Event description:
Baxter IV tubing (2c8519s - 10drops/ml) leaking at lower connection port through pinpoint hole. Lot number not available because fluids were hung on [redacted date] at 9pm and leaking began [redacted date] at 12pm. Tubing marked at leaking site and will be given to manager. New fluids ordered. Manufacturer response for IV tubing, (brand not provided) (per site reporter) they are replacing this tubing with stock from tubing made after implementing corrective action to their manufacturing processes.